Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon on the silicone foley catheter is cuffing when deflating. It was stated that the staff would aspirate the foley during the deflation process. It was stated that this has happened more than once, but they are unsure of the number of times. On occasion, the md would be called to remove the catheter from the patient. Patient experienced pain during removal of the catheter. The sales representative has recently provided additional training and information on how to properly deflate the catheters. They do not think they will continue to have this issue. The event has occurred twice; the md was called to remove the second catheter from the patient and the patient only experienced pain during removal.

Manufacturer narrative:
Received 1 used silicone foley catheter only. Visual inspection noted no obvious defects. A functional evaluation was performed. The balloon was inflated with air and deflated, a cuff roll was formed. That balloon was then inflated with 35cc of a mix of water and blue methylene using a syringe. The catheter balloon was left inflated for 3 minutes on a flat surface. The balloon was deflated with out aspiration and a cuff roll was formed. A dimensional evaluation found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.